Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined pacing impedance and t-wave oversensing (twos) post pace. It was also noted that twos has been a chronic problem. A fracture of the rv lead ring was noted. Reprogramming was done and the rv lead remains in use. It was noted that the plan is to replace the rv lead in the future. No patient complications have been reported as a result of this event.